Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient had discharge on the peg area with a wound culture performed on (B)(6) 2020; however results are not reported. Duodopa treatment is still ongoing. Oral antibiotic augmentin 1000 mg / 2x1 was started on (B)(6) 2020 for the treatment of discharge on the peg area. Discharge on peg area was reported to be recovered on (B)(6) 2020.